Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that an everest rod fractured post-operatively. Additional detail is not available at this time.